Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
An expired integra reservoir 2.5 cm dome flat bottom was used and implanted on the pt. Additional clinical info has been requested.